Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01296. It was reported that the patient's leads were displaying high impedances. X-rays revealed that one of the patient's leads had fractured. As a result, surgical intervention was taken wherein the patient's leads were explanted and replaced. During the procedure, it was confirmed that one lead had fractured and that one lead had migrated. Therapy was restored following the procedure.